Event description:
Boston scientific received information that during the implant procedure the device was programmed to vvi-70. The patient was experiencing atrial fibrillation during that time. When the leads were connected to the device and the setscrwes were tightened, there was no pacing. A wand was then placed over the device and the device began to pace right away. After all diagnostics were performed the rest of the case went without incident. Measurements were good. Device was implanted with success. There were no adverse patient effects reported. Additional information was received that since this incident that the patient had ungone an elective device upgrade to a cardiac resynchronization therapy defibrillator (crt-d). There was no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.